Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm) 5-pack, they inserted the heart string as usual and opened the umbrella, but I couldn't stop bleeding because it was not in close contact, and I couldn't secure the field of view of the operative field. A replacement device was used to complete the procedure.

Manufacturer narrative:
Updated sections: e1, g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory for evaluation on 18dec2019 and investigation was conducted on 17feb2020. The delivery device was returned outside the loading device, with the white plunger was not depressed and the blue slide lock was not engaged. The seal and tension spring assembly were found to have been loaded in the delivery device, however the seal was hanging outside the device. There were specks of blood observed on the seal however there were no visual defects observed on the seal. No visible defect was observed on the delivery device nor were there any traces of blood observed in the tube of the delivery device. Measurements were taken for the delivery device; the inner delivery tube diameter was measured at .195 in. The outer diameter was measured at .222 in. The length of the delivery tube was measured at 2.49 in. The values recorded were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "leak" was not confirmed, but the analyzed failure ¿fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm) 5-pack, they inserted the heart string as usual and opened the umbrella, but I couldn't stop bleeding because it was not in close contact, and I couldn't secure the field of view of the operative field. A replacement device was used to complete the procedure.

Manufacturer narrative:
Updated sections: d10,g4,g7,h2,h10 corrected section: h-3 (device not eval provide code) trackwise ID (B)(6). The device was returned for evaluation. A follow up report will be submitted when the investigation is completed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm) 5-pack, they inserted the heart string as usual and opened the umbrella, but I couldn't stop bleeding because it was not in close contact, and I couldn't secure the field of view of the operative field. A replacement device was used to complete the procedure.